Event description:
A confirmed pump motor stall with no motor stall recovery was reported. It was noted that the pump had been having multiple motor stalls and recoveries. No pt symptoms were reported. A pump replacement had been scheduled, but was cancelled due to the pt having abnormal labs. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).